Event description:
It was reported that the touchscreen of the customer's device was unresponsive, causing the screen to go dark and requiring the customer to start over. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up with technical support and is currently out of warranty but in the process of obtaining a new device.